Manufacturer narrative:
(B)(4). Other device used: catalog #00784802101, zimmer m/l kinectiv neck, lot #61510909 - manufactured by zimmer inc. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to pain and elevated cobalt levels. Surgeon noted metallosis and black debris on the head and head/neck junction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. This issue is addressed in the associated risk documentation. Complaint sample was evaluated and the reported event was confirmed. During examination of the returned device, dark debris was noted at the head and neck tapers. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.